Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the sensors are having problems and are beeping. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse), and the customer informed that the v60 gives an error in the mask, it is beeping when going to put the respirator on the patient. The rse advised the customer how to enter diagnostic/service/miscellaneous mode, significant event log to view errors. No significant error was seen. The manufacturers field service engineer (fse) was dispatched to the site. The supervisor reported that a proximal pressure line disconnected error appeared, and the alarm sounded all the time. It is verified that the equipment is capable of detecting if the proximal pressure line is connected/disconnected. The device was confirmed to be operating per specifications and no failure was identified. The alleged malfunction was confirmed to be a user error.